Event description:
Pt presented to the emergency department with chest pain and shortness of breath. Patient was diagnosed with severe mitral regurgitation, and underwent a mitral valve repair vs. Replacement. The patient was heparinized and put on bypass. Once in the heart, the surgeons discovered a large patent foramen ovale (pfo) that had not been appreciated on the trans-esophageal echo. An attempt to repair the mitral valve was attempted by placing a colvin-galloway repair ring, but that failed, and the surgeon replaced the valve with a 25 mm st. Jude mechanical valve. Once that was completed, the surgeon placed sutures in the pfo to close the hole, and then closed the heart. When an attempt was made to wean the patient off bypass, two complications were noted: there was a great deal of dark blood behind the heart consistent with a posterior tear of the right atrium, and there was a persistent atrial septal defect. The patient was placed back on bypass. At that point, the activated clotting time was 99. The perfusionist noted some clots in the cardiotomy. He drew another act, which was 420. He gave additional heparin. The intraatrial septum was reconstructed with a pericardial patch, and the laceration in the posterior inferior vena cava was repaired. During the repairs, a puddle of blood was discovered coming from under the pump circuit. The circuit pump had to be turned off for a few minutes while the membrane oxygenator was changed. It appeared that a seam on the oxygenator was ruptured. The surgeon again tried to wean the patient off bypass with the placement of an intraaortic balloon pump and inotropic support, but they were unsuccessful in weaning off bypass, and they developed coagulopathy, elevated intraabdominal pressure and diminished urine output. Patient went into cardiogenic shock, and pursuant to patient's wishes, heroic measures were not instituted. Patient was taken off bypass, and died in the or. The surgeon felt that the bypass pump failure was a contributing factor to the patient's death, but overhelmingly the intraoperative complications due to fragile tissues were the major contributing factors.